Event description:
It was reported that the patient presented for a device upgrade procedure. During the left ventricular (lv) lead implantation procedure, it was noted that the lv lead failed to capture and exhibited a high pacing impedance. The lv lead was not used. The physician continued with another lv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
An event of failure to capture and high pacing lead impedance was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found. The lead was measured to be within specification.